Event description:
On (B)(6) 2011, patient reported, the down button on the infusion device was not functioning properly. This was first noticed on (B)(6) 2011. Patient has used this infusion device since 2007, and she boluses approximately 8 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.